Manufacturer narrative:
Corrected data: b5: the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -15.50/+1.5/174 (sphere/cylinderl/axis) into the patients left eye (os). This was the replacement lens for MFR report # 2023-2023-03835 and the lens remained implanted. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+1.5/174 (sphere/cylinder/axis). The lens flipped inside the eye, the surgeon attempted to reposition the lens but was unsuccessful. The lens was removed and the backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b5- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. However, the claim cannot be voided as an MDR has already been submitted. Replacement/back up lens for MFR report # 2023-2023-03835. Claim# (B)(4).